Event description:
Customer's nurse reported via phone call that the insulin pump is having battery issues. It alarmed weak battery, low battery, battery out limit and failed battery. Nurse was unable to troubleshoot at the time. It was advised to clean the battery compartment and cap and insert a new battery and a new battery cap will be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.